Manufacturer narrative:
(B)(4) upon carefusion's investigation a follow emdr will be submitted

Event description:
Customer stated part of the broken avaflex needle broke in vertebrae. (B)(6) 2015 additional information received from end user: two seperate patients were affected by same failure mode, product and lot number. Patients current state of health is stable and sustained no permanent injury as a result of failure mode, no additional intervention required . Broken part of needle was unable to be removed, however, procedure was completed as planned. T12 vertebrae was affected. This complaint is associated with (B)(4).